Manufacturer narrative:
Please see h6 for additional medical device problem code.

Event description:
The reporter stated there was a blockage with the pod which resulted in high blood glucose levels greater than 250 mg/dl (13.9 mmol/l) while the pod was worn on their leg for 25 hours. The reporter also noted the adhesive was wet. The controller did provide an alert at the time of the event, indicating there was a blockage. The patient was taken to the hospital to seek medical attention on an undisclosed date. The hospital removed the pod and discarded it. The patient was examined by the doctor, and the diabetic nurse administered insulin via a pen. The patient was not displaying any symptoms at the time of the event. The patient was diagnosed with hyperglycemia and ketones. The nurse applied a new pod prior to the patient leaving the hospital. The patient stayed in the hospital longer, unrelated to the pod, with a discharge date of (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.